Manufacturer narrative:
The original leading material provided differed from the returned material; however, the returned material was confirmed to be explanted product. An investigation was not able to be performed because the surgeon had not signed nor agreed to one.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav valve with anti-siphon device. Sometime later, it "stopped working/flowing". There was a revision surgery to replace the defective devices. Associated medwatches: 3004721439-2020-00080.